Manufacturer narrative:
The device was not returned for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that the energy output in AED mode is too low. In this state the device may not be able to deliver defibrillation therapy if it was needed. There was no report of patient use associated to the reported event.